Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was a decrease in suction during "quad mode" in the phacoemulsificaton portion of a left eye cataract surgery. To resolve the issue the handpiece was changed. The system's suction settings were increased. Also, the cassette was replaced. The procedure was completed without consequences to the patient.